Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the unicel dxi 800 access immunoassay system. The initial accu tni result was 0.6ng/ml. After service completion, the original sample was re-tested for accu tni on the unicel dxi instrument and repeated result was 0.4ng/ml. In addition, the original sample was tested on a different instrument in the customer's lab for accu tni and a "negative" result was obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc, system check and sample pre-analytical handling information was not provided. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a system check which failed specifications. The fse replaced peri-pump tubing and cleaned wash pumps. The fse conducted carryover testing and results were within specifications. The fse verified the instrument repair per established procedures. Hardware issue, addressed by the fse may have contributed to this event. However, a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.